Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that the patient had fallen on the monitor and damaged it. The patient's sister reported that the response buttons had stopped working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damage to monitor / response buttons stopped working) has been confirmed. As received, the monitor case was separated and all wires were severed and pulled from the end cap. In normal operation, two white wire bundles are connected to the monitor end cap. (B)(4). The disconnected wires are a result of the separated case is physical impact when the patient fell on the monitor. No adverse event resulted from the damaged wires. The patient received a replacement monitor.